Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. It was noted, during the procedure, that the struts of the taxus express2 2.5x20mm drug eluting stent were flared. No pt complications occurred. Pt status is satisfactory.